Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that the pump was making continuous loud peeping noises after taking the battery out to silence a cs 064 alarm and putting the battery back in; the pump was emitting double beeps repeatedly. The user tried to take the battery out and put it back in again and the same thing happened. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/05/2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events and one call service 064 alarm on 6/29/17. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. No pump reboots were duplicated during this time. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit or to the continuous glucose monitoring module. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.